Manufacturer narrative:
Conclusion: the device history record of the valve and associated frame lot was reviewed. It showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Images from the implant were requested, but were not made available. Infolding events are typically related to patient anatomical factors (i.e. Calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And procedural factors (i.e. Pre-case planning, sizing, loading, user technique, etc.). The valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying / recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. In this case, it was reported that severe calcification at the annulus, could have contributed to the infolding. Potential factors that can influence a valve dislodgement include tension applied on the delivery catheter system (dcs) during posit ioning, calcification levels and compliance of the native anatomy, or user technique. In this case, based on the reported information, the potential causes of the valve dislodgement were implant position and/or patient anatomy. Dislodge events are typically not r elated to a device malfunction. This event does not allege a device malfunction occurred. Cardiac tamponade is a known effect that can occur after cardiac procedures and is typically a complication of the procedure, not the device. Cardiac tamponade is listed in the evolut system instructions for use (IFU) as a potential adverse effect. Death and dissection are also known potential adverse effect per the evolut system instructions for use (IFU). Cardiovascular injuries, including dissection, are known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. In this case, the valve was snared above the sinus of valsalva after the valve was dislodged. The use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ this indicates that the probable cause for the reported dissection is most probably due to the user snaring the valve. The report of patient expiration at implant was ascertained as being related to the procedure, in which the valve was snared and may led to a dissection. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced loader. The load was confirmed using fluoroscopy and with visual and tactile feel with no reported loading issues. A balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. During deployment at 80%, infolding was noted. Severe calcification was reported at the annulus. The position of the valve was 4 mm below the annulus and the valve was fully released. Following deployment, the valve dislodged above the annulus. A snare was used to pull the valve above the sinus of valsalva (sov). A second valve was loaded and the loading check was good. A bav was performed with a 25 mm non-medtronic balloon. The first valve was held with a snare as the second valve was advanced past the first. The patient began to decline. Cardiopulmonary resuscitation (CPR) was administered for 30 minutes. Echocardiogram revealed tamponade. A pericardial drain was placed. After 30 minutes of CPR, no cardiac output was noted and CPR was discontinued. Subsequently, the patient died. The cause of death was an aortic dissection due to the first valve.